Event description:
Customer was admitted as an inpatient to a hospital for daibetic ketoacidosis. Troubleshooting was declined by nurse. Nurse was unfamiliar with pump and did not feel confortable to troublshoot.